Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the jaws closed and would not open at the 1st firing and the clip was not fed into the jaws. The jaws were opened by returning the trigger to the home position by hand. Although this incident occurred at the 1st firing, the indicator was shown. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: please clarify: the indicator was shown---the orange indicator showed from the 1st firing. Was the device empty? ---no. Did the indicator show at the end of the device shaft but there were still clips in the device? ---yes. Was there any torquing or twisting of the device present at the time of firing? --- the information was not provided from the hospital. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---yes, the closing sound of the jaw was bigger than usual. Did somebody other than the primary surgeon fire the instrument? If so, whom? --- the information was not provided from the hospital.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. The orange indicator was noted to be 2/3 advanced which denotes 1 clip was remaining in the device. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clip as intended. In order to confirm the clip was within manufacturing specifications, the clip was evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.